Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet bionic pancreas, with the caregiver noting the pump brought the patient low after a meal during the third day of use; the exact cause was unclear, and troubleshooting and education were provided, with oral fast-acting carbohydrates used to treat the event. Symptoms included hypoglycemia, with the glucose level reaching 54 mg/dl before returning to range after treatment and no symptoms reported by the patient. Outcomes included no health consequences or lasting impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.